Event description:
The patient reported insulin flow block alarm due to occlusion at the insertion site which resulted in hyperglycemia and was treated with multiple daily injections on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.